Manufacturer narrative:
B3/d10 date: the event occurred on or after 11/19/2024 (when the patient received the device). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The device took longer than expected to complete the medication delivery. It was expected for the device to have completed the therapy in the ¿afternoon¿; however, the device did not complete the infusion until ¿8pm¿. The device contained fluorouracil 4800 mg in 230 ml of solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.